Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
Customer reported a button error alarm. Customer states that the alarm can be caused due to water from her swim suit. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.